Event description:
It was reported that a patient was told to turn therapy off or on while driving; it was unclear if she was told to turn therapy off or turn therapy on while driving, or if she had been told both. About a week prior to the report she had turned it off, it wasn't for a long period of time, and she was fine when she turned therapy back on. On (B)(6) 2015, she had therapy turned off for two hours and when she turned therapy back on, she felt a shock in her nerve up her leg. The patient didn't know if it was a shocking, but she could feel the nerve from the implant site in her back all the way down to her leg and toes. She couldn't bend her foot for a minute and when she tried to walk, her foot felt numb. The issue resolved itself. The patient was standing up when she turned it on and she thought the amplitude was 1.6 volts. She was told not to turn it off for longer than an hour. The patient's time going to the bathroom was cut in half when she got the device and she noticed on (B)(6) 2015 that she started going to the bathroom a little bit more. She went to the bathroom three times the prior night, and when she first got the device, she only went to the bathroom twice. She had a loss of therapeutic effect. The patient drank a lot on the day prior to the report and the day of the report. She understood drinking more and eating could also be the cause. The patient asked if increasing stimulation meant it would help better. Her therapy was currently on and the device was on program 1 at 1.8 volts. It was later reported that a patient was told to try other levels if program 1 didn't work, and program 4 didn't work at all. The patient had a loss of therapeutic effect and her symptoms had been worse for a month. She went to see her healthcare provider at the beginning of (B)(6) or early (B)(6), the programs were changed, and it didn't work right since then. After surgery it worked perfectly, but after she changed it, things stopped working. Right after surgery she only had to get up two times at night, currently she had to get up to go to the bathroom four times at night, and she stopped feeling the stimulation. During the day it wasn't as bad, when she was sitting or walking around she didn't go as much, but when she lay down it made her want to go to the bathroom. The patient wasn't trained adequately on using the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0t44m, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).